Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 device electrodes separated at the lower jaw. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Tissue and char buildup was observed on the jaws. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for "electrodes separated from jaw-bent/detached heater wire". This failure mode has been investigated in the CAPA system. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).